Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant balloon dilatation was performed using an 18 millimeter (mm) balloon. During the first deployment, the valve dislodged into the sinus of valsalva (sov). A second deployment attempt was made and the implant was successful. Mild paravalvular leak (pvl) was observed on angiogram. The implanters accepted the results and deemed the procedure successful. Approximately 2 months following the valve implant, the patient developed a pseudoaneurysm close to the non-coronary cusp (ncc). Per the physician, the cause of the pseudoaneurysm likely occurred when the valve dislodged during initial deployment. There was a clear difference in the aortic wall appearance when comparing the aortogram pre-implant and post-valve deployment. The initial aortic root injury developed into an aneurysm with a small neck, presumably related to the valve. The patient presented with symptoms of infection and moderate pvl. Positron emission tomography (pet) scan did not reveal any fluorodeoxyglucose (fdg) around the aortic valve or aortic root and the cause of the infection was presumably related to the urinary tract infection. The patient was hospitalized for observation and an intervention is planned to treat the pseudoaneurysm once the infection subsides. The physicians are waiting for an updated computed tomography (CT) of the aorta to reassess the aneurysm. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected data: section d information references the main component of the system. Other relevant device(s) are:¿ followed by the product ID: d-evolutfx-2329, serial/lot number, use by date and UDI number. G3: date manufacture received was corrected from 2024-oct-09 to 2024-aug-21, h6: corrected to include device code a051201 and method code b18 for the system reported device. Updated data: h6 conclusion: the device history record and sterility record were reviewed. The device was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. The valve remained implanted; therefore, it was not returned to medtronic for analysis. No images of the implantation procedure were available for medtronic to review. The subject delivery catheter system (dcs) was discarded by the customer and as such no analysis could be performed. The reported event indicates that during the first deployment, the valve dislodged into the sinus of valsalva (sov). A second deployment attempt was made, and the implant was successful. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. Vascular complications, such as pseudoaneurysm, are a known potential adverse patient effect per the evolut fx system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/ or procedural effects (sheath used, user technique, puncture cut location, etc.). There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.